Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 10mm x 4cm balloon. The distal end of the balloon was prolapsed over the distal tip and the outer catheter was bunched and twisted at the glue joint extending 3.3cm, likely indicating that there were issues retracting the balloon through the sheath. Fiber disturbance was also identified 1.9cm from the distal tip. No other anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. An attempt was made to insert the balloon through an in-house 7f sheath. The balloon would not advance through the sheath due to the sample condition. An attempt was made to inflate the balloon with water using an in-house inflation device. The balloon was unable to be inflated, as water leaked through the balloon fibers 2.0cm from the distal tip. The balloon was stripped and a longitudinal rupture was identified 1.7cm from the distal tip extending 0.4cm, likely the location of the reported needle stick. The balloon was cut at the proximal cone to examine the inflation/deflation port in an attempt to determine why the balloon would not deflate. The glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, it appeared that the diameter of the glue bullet was too small, potentially causing it to become lodged inside the outer catheter shaft. The glue bullet was examined under a microscope and the edge of the bullet was not perpendicular to the polyimide. It is unknown when the glue bullet became lodged inside the catheter shaft, as the bunching and twisting of the outer catheter could have contributed to the glue bullet lodging inside the catheter. Conclusion: the device was returned. The investigation is inconclusive for deflation issues, as the balloon was unable to be functionally tested due to poor sample condition ( i.e. Rupture from needle stick). The investigation is confirmed for retraction problems due to the condition of the returned sample (i.e. Catheter bunched/twisted and balloon prolapsed at distal end). The inability to fully deflate the balloon likely lead to the retraction issues. However, the root cause for the deflation issue is unknown. Labeling review: the conquest pta instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon allegedly would not deflate after approximately four to five inflations in the cephalic arch. The health care provider (hcp) reported guided fluoroscopy was used to advance a needle percutaneously to successfully perforate the pta balloon. The hcp further reported the device was allegedly removed in its entirety, with difficulty, through the sheath. Another pta balloon was reportedly used to complete the procedure. There was no known impact or consequence to the patient.